Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The delivery system was not returned to edwards lifesciences for evaluation. A review of imagery provided showed radial balloon burst at the proximal taper with nose tip and remaining balloon material. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst, withdrawal difficulty, and distal tip separated were confirmed based on the provided imagery. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified annulus and the subsequent withdrawal difficulty and separation of the distal end of the delivery system. A detailed root cause analysis for similar returned complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event and details why balloons are subject to increased risk of burst in a calcified annulus. Per report, there was a medium degree of calcium in the patient's annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation of the nose tip/distal balloon component. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. It should be noted that these mitigations are still in place. Available information therefore suggests that patient factors (calcification) likely contributed to the balloon burst and procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and distal tip separation. Technical summary is applicable to this complaint because calcification was present in native annulus and could have caused the balloon to burst. In this case, the cause of the vascular dissection may be related to procedural factors (withdrawal of burst balloon and subsequent sheath distal tip separated).

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02426.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the commander balloon burst during valve expansion. Upon removal, the nose-tip and the distal part of the balloon separated from the catheter in the iliac artery. A distal tip torn was noted on the sheath. Surgical attempts were made to remove the distal part of the balloon from the patient but was unsuccessful. A bypass was performed to restore circulation in the patient's artery. The patient remained stable post procedure.